Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed several power rises logged since (B)(6) 2017 to a maximum power of 7.0 outside of the normal range. 2 high watt alarms have been logged on (B)(6) 2017; confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It was reported that the patient was given tissue plasminogen activator (tpa) treatment and a thrombus was visually confirmed during pump exchange. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report is 2017-10-20. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the parameters on the patient¿s left ventricular assist device (lvad) increased and then went above the normal value range. The patient¿s lactate dehydrogenase (ldh) increased to 450 and the patient was heparinized, ldh continued to rise to over 1000 and the patient received tissue plasminogen activator (tpa). The patient also experienced weakness and fever. Parameters initially decreased but then rose again. Patient received more tpa. High watt alarm was triggered and an echocardiogram indicated a thrombus. The lvad was exchanged and a thrombus was visually confirmed inside the pump. No further patient complications have been reported as a result of this event.